Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: author: mirza (2010) USA. Reference: mirza a, reinhart mk, bove jj. Index radial collateral ligament repair with titanium mini-suture anchor: osteolysis complication of an underreported injury. Hand (n y). 2010 sep;5(3):294-8. Address: hand and microsurgery, st. Catherine of siena medical center, smithtown, ny, USA e-mail: amirza@amsurgical.com. Patient characteristics: (B)(6). Index operation: re-attachment of rcl (radial collateral ligament) to metacarpal head (index metacarpophalangeal (mcp) joint laxity), stabilization with kirschner wire. Devices: miniquick anchor plus. Time of complication: early post-op period. Type of complication: foreign body reaction. Joint: mcp (metacarpophalangeal). Device: miniquick anchor plus. Suture: -. Other devices: -. Signs and symptoms: pain in the dorsal aspect of the hand (hypersensitivity and cutaneous allodynia). Tissue damage: cystic changes. Imaging studies: x-rays: cystic changes around the bone suture anchor (20 weeks). Reoperation (related/unrelated): removal of hardware (¿we suspected that the suture or anchor could be causing a bioreaction.¿) medical treatment: -. F/u time: 1 yr. Imaging studies: less defined cystic changes. Objective outcomes: flexion: 0°, extension: 78°, gross grasp: 65% recovered vs. Other side, lateral pinch: 80%, precision pinch: 67%. Functional outcomes: resumed full activities (2 mo.). Subjective outcomes: no persisting pain.

Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.